Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for fluid overload which ruled out sepsis. The patient was short of breath and was admitted for diuretics and antibiotics. There were no device alarms, the pulsatility index (pi) was 1-2. Log file review contained persistent pi events throughout the log on (B)(6) 2021. The patient was confirmed to have sternal osteomyelitis and staphylococcus aureus bacteremia infections. The patient felt lethargic and had sternal pain. Patient was given antibiotics and underwent a sternal wound debridement on (B)(6) 2021.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for fluid overload which ruled out sepsis. The patient was short of breath and was admitted for diuretics and antibiotics. There were no device alarms, the pulsatility index (pi) was 1-2. Log file review contained persistent pi events throughout the log on (B)(6) 2021. The patient was confirmed to have sternal osteomyelitis and staphylococcus aureus bacteremia infections. The patient felt lethargic and had sternal pain. Patient was given antibiotics and underwent a sternal wound debridement on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported infection and fluid overload could not conclusively be established through this evaluation. Review of the submitted log files showed the pump operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.